Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during arrhythmia induction testing after a routine device replacement, the right ventricular lead was undersensing the low amplitude ventricular tachycardia (vt). It was also reported that the physician had concerns about the pacing threshold because, the lead had high and increasing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.